Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture of the restoration modular stem body separator was reported. The event was confirmed. Method and results: the chuck adapter component (pn 9006-1-061) fractured through the most distal thread. Visual analysis was performed with the aid of a stereomicroscope at magnifications up to 50x. Fracture originated at the root diameter of the most distal thread. No other notable conditions were observed on any of the devices. Material analysis indicated that the chuck adapter component fractured in overload through the most distal thread. The fracture was consistent with an overload during use while separating the stem and body components. The eds spectrum was consistent with a 455 ph stainless steel alloy. No material or manufacturing defects were observed on the device features evaluated. A review of medical records was not performed as none were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been (B)(4) other events for the manufacturing lot. A trend request has been submitted to evaluate the multiple events. Conclusions: the returned device fractured in overload during use while separating the stem and body components. Material analysis found no evidence of material or manufacturing defects. If additional information becomes available this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to infection. Intraoperatively, when the surgeon was removing the cone body, the stem body separator broke.

Event description:
It was reported that the patient's right hip was revised due to infection. Intraoperatively, when the surgeon was removing the cone body, the stem body separator broke.